Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of images provided by the customer show a harmonic ace instrument with a broken off blade that is stuck to tissue. Based on the images alone, a root cause for this issue cannot be determined. The patient is of uyghur ethnicity with a bmi of 38.3.

Event description:
It was reported that approximately 2 hours into a da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy and pelvic lymph node dissection procedure, the system displayed a "reduce blade pressure" message while the customer was using a harmonic ace instrument. The instrument was removed, cleaned, and reassembled at the bedside. However, after reinstalling the harmonic ace instrument onto the universal surgical manipulator (usm) and testing the instrument, the blade tip fractured. A fragment reportedly fell inside the patient but was retrieved during the same surgical procedure. The surgeon chose to replace the instrument with a monopolar curved scissors (mcs) instrument to continue para-aortic lymph node dissection and to complete the procedure as planned. No postoperative imaging was performed.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: c, d. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue of a blade fracture and displaying an alert. The instrument was found to have one blade broken at the base. A piece approximately .3475" x .0760" was found to be broken off and was not returned. Components adjacent to this broken blade do not show damage. During use while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
Refer to h11 for follow-up information.